Event description:
My almost (B)(6) daughter was injecting her medicine (norditropin) in her thigh as she has for the last (approx) 2 years. Prior, the needle (novotwist 30g x 8mm) had broken off twice within the last month, but was still on the surface (a tiny bit) and could be pulled out. I'm unsure at this moment what lot number these needles were from; the box is still at her father's house and will be retrieved shortly. On (B)(6) 2016 approx 7:30 pm, the needle broke off (lot 15a15n) and couldn't be retrieved by parents. The child was taken to the emergency room. She was examined, and they couldn't see the needle; multiple xrays showed the needle was too deep to retrieve. It was determined it should be left unextracted from her thigh. She is in pain, and left the ER with crutches. She continues to be in pain when she walks or moves her leg. I reported this to the MFR (novo nordisk inc) on friday; they seemed largely unconcerned and were not forthcoming with info about what needles are a problem (so I'd know what kind of needles to use in the future). They also said they'd arrange with the pharmacy to get a new type of needle overnight to me, but they didn't properly follow through. The MFR was no help, and provided no assistance.